Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the lamp of the device was not lit due to a defective converter, the image was noisy due to a defective converter, the limit switch, the lamp socket and b and lamp socket a were aged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for an unknown procedure, the lamp of the video system did not work. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lamp did not light up was due to poor converter. The cause of the failed converter could not be identified. Olympus will continue to monitor field performance for this device.